Event description:
It was reported by the rep that the device was used during a sigmoidectomy. It was reported the surgeon claims the cdh25 did not fire completely; the staples did not completely form. There was eveidence that the staplers formed correctly in the donuts that remain in the device. There was a portion of the anastomosis where the edges were not approximated and the surgeon thinks it's because the staples didn't form. Rep stated that he feels it is because the surgeon used auto suture pursestring device and his edges weren't properly approximated. He completed the case using sutures. There was no consequence to the pt.